Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
The acuson sc2000 system shut down during tee exam. The savelog was reviewed and did not show evidence of system boot without a prior shutdown. T he system is operating correctly and the system is being monitored.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, investigation of the logs did not show any shutdown issues or abnormalities. This appears to be a one time occurrence for the issue has not reoccurred. No parts were replaced. The system is fully functional. Reference# (B)(4).